Event description:
It was reported that the 9800 system had a filament error and no image during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.